Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not powering up after power blip. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that machine did not power up after experiencing a power blip. A field service engineer (fse) found that the station was stuck in a reboot loop. The solid-state drive (ssd) was re-imaged and reseated the connection between the row board cable and the drawer control pcb, which resolved the issue. The system functioned as intended after the field service engine repaired the device.